Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. The motor was tested outside of the device and passed. No pump error 41 alarm and no pump error 37 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer also reported that they were able to clear the alarm and able to rewound the insulin pump. It was reported that the displacement test did not pass. The customer was unable to perform a complete displacement test since the pump did not allow him to select rewind and directed back to the same pump error over and over again. The no harm requiring medical intervention was reported. The device will be returned for analysis.